Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient was hospitalized due to diabetic ketoacidosis on (B)(6) 2024 and was treated with intravenous insulin infusion. The blood glucose level was over 600mg/dl at the time of event. The patient tested positive for ketones.the duration of stay is overnight stay. No further information was available.